Event description:
Procedure: gastrointestinal. According to the reporter: in a lap gist case, endo gia ultra stapler and endo gia roticulator 45mm-3.5mm reload had been opened for transecting the gist in stomach. The stapler and the first reload was normal during the firing and staple formation was ok. After changing to the second reload of 45mm-3.5mm, loading was successfully loaded. Surgeon felt there was counter force during firing and not smooth. After opening the jaw, surgeon found that that almost all staple line has been malformed and the staples could not be successfully formed b shape. The transected tissue was bleeding because of the bad staple line formation. Surgeon could not do the hemostasis in laparoscopic approach. The procedure had changed to open because of this problem. Surgeon could suture back the tissue after turning to open. Problem was solved after that. Pt involved with injury. Surgery time extended by 30 minutes or more. Another normal (B)(4) will be sent back together for testing. The pt is fine. No reinforcement material was used in conjunction with the stapling device. Since the staple cannot form b-shape, the tissue was transected without good staple line formation. There was bleeding during the procedure. However, the surgeon has changed the procedure into open and suture back the damaged part. Bleeding stopped after the tissue was sutured.

Manufacturer narrative:
(B)(4).